Event description:
It was reported that during a lead revision procedure for the right atrial (ra) lead, the right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead exhibited increased threshold and impedance measurements, which is why the lead was surgically abandoned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure for the right atrial (ra) lead, the right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported